Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there is a sporadic speaker error with the device. The customer device speaker was replaced to resolve their issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. Reporting institution phone # (B)(6). Reporting phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the system displayed a loudspeaker error for a blue alarm. Additional attempts were made to confirm if the device had sound at the time of the event, with no response from the customer. No further. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.